Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. Customer also stated that the insulin pump had a button error alarm. Troubleshooting was performed but was unable to solve the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing.